Event description:
A consumer reported that following the use of this product, she experienced an infection. She reported the event began with whitish vision which evolved to pain. Soon after appeared hematomas, brown spots around her eyes, especially the right eye. She also experienced swelling, hyperemia and photophobia. The consumer sought care and was treated with adrenergic drops. Following the use of this medication, the consumer reported her symptoms were 95% improved. She was still experiencing a foreign body sensation. After using this product, the consumer felt her contact lenses were faded. She consulted her eye care professional who reported this solutions caused her lenses to fade. The consumer was seen approximately five weeks ago and was diagnosed with a lesion on her right cornea and a mild lesion on the left cornea. The eye care professional advised the consumer to not wear contact lenses for three days and to discard the faded lenses. The consumer reported that the ophthalmologist stated she did not notice the lenses were faded, but did notice a smudge of make-up on the lenses. The consumer is currently using moisturizing eye drops during the day and moisturizing gel at night. The consumer currently reports ocular burning and redness that resolves soon after the use of the medications prescribed by her doctor.

Manufacturer narrative:
Evaluation summary: the customer sample is not available. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filing manufacturer batch records (mbrs) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. The incoming component qa inspection testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Consumer product use and lens care practice cannot be confirmed. No root cause could be determined. There have been no other similar complaints reported in the lot number. (B)(4).